Manufacturer narrative:
Correction to this statement: this incident was originally reported to the FDA on september 3, 2024 under report number. It was discovered on october 11, 2024, that the incorrect manufacturer registration number for abbott molecular was used for that report. This report is being submitted with correct report number 3005248192-2024-00139. Correct statement: this incident was originally reported to the FDA on august 29, 2024 under report number. It was discovered on october 11, 2024, that the incorrect manufacturer registration number for abbott molecular was used for that report. This report is being submitted with correct report number.

Manufacturer narrative:
This incident was originally reported to the FDA on september 3, 2024, under report number 3005248912-2024-00139. It was discovered on october 11, 2024, that the incorrect manufacturer registration number for abbott molecular was used for that report. This report is being submitted with correct report number 3005248192-2024-00139. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 398391 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 398391. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. The run met all validity and acceptance criteria. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 398391 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 398391 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 398391. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 398391 was not identified.

Event description:
The customer reported a false not detected result for the flu a target on the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) was tested twice (on (B)(6) 2024) on the alinity m and gave not detected results. An influenza antibody test was positive and respiratory filmarray (biomerieux) was positive for flu a as well. The customer expected the result to be positive. There was no report of impact to patient management.